Manufacturer narrative:
The arjo representative has been informed about the event with the involvement of maxi move passive floor lift. It was reported that during lowering the patient (when staff unclipped the sling) the resident tipped over backwards. In order to understand the circumstances reported, arjo has arranged visit at the customer facility. During that visit, it was clarified that the front castors of the wheelchair were situated on the top of arjo device chassis legs. When the caregiver unclipped the head section of the sling the resident wheelchair tipped over backwards. The staff used the same maxi move lift to get the resident back into the bed. The patient family asked to send the resident to the hospital for diagnosis. The patient did not sustain any injury. Moreover, during the visit at the customer facility the maintenance director admitted that there was no sling or device malfunction identified, the event was related to the operational issue- use error. After the event, the device was evaluated by arjo technician who confirmed lack of any functional failure with the device or sling (the device was working according to manufacturer' s specification). The visual inspection showed that one of the leg covers and spreader bar end cap were missing. There was a visible paint peeling on the covers. The IFU for maxi move (04.km.00_1) contains information: "when opening or closing the legs on a powered chassis, care must be taken not to allow anyone to stand in the way of the moving chassis legs." The event was a sequence of unfortunate events. The device was incorrectly placed during the transfer. When the caregiver situated the patient in the wheelchair and unclipped the sling, the wheelchair tip over. The customer director of nursing had already performed an education training with the staff member who was involved in the event. Sum up, while the event occurred arjo device and was being used for the patient's transfer. No functional failure with the device or sling was found. The reported event was a sequence of unfortunate events. Complaint decided to be reportable based on the presented complaint outcome: patient fall.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported that during transfer the patient when was lowering on the wheelchair, the front wheels of the wheelchair where over the legs of the lift. The caregiver started to detached sling clip from the lift wen the residents wheelchair tipped over backwards. The facility staff was able to transfer the patient into the bed using the same lift. There was no injury reported. The person who was interviewed by arjo service technician admit that the human error was a contributing factor.